Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Clinic notes received indicated that the patient was experiencing an increase in seizures while sleeping. Patient's seizures were noted to have worsened. Patient was referred for replacement due to battery status starting to run low. No known surgical intervention has occurred to date. No other relevant information has been received to date.